Event description:
Philips received a complaint from the customer reporting a dim display on the v60 ventilator. The device was not in clinical use. There was no report of harm. There was no patient or user impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the display was dim. The customer requested and was provided replacement part details for a user interface assembly. The customer plans to replace the component once available.

Manufacturer narrative:
The customer confirmed replacement of the user interface assembly resolved the issue of the dim display. The device was operational and returned to service after repairs were completed.